Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure to implant a new lead and an implantable neurostimulator, the patient experienced new postoperative pain unrelated to baseline. The patient was hospitalized about one week after the procedure due to postoperative pain. Magnetic resonance imaging (MRI) was performed at the hospital and was reported as clear. The pain was reported as ongoing at the time of the report. The manufacturer representative (rep) indicated they would send any further information as they become aware.